Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported elevated blood glucose (bg) levels. The patient indicated that starting on (B)(6) 2011, his bg levels reached as high as "300-600 mg/dl". The patient claimed that he had nausea. The patient reportedly went to an urgent care center. Unspecified blood-work was performed. No ketones were found. The patient denied that he received treatment for his bg's. He was not given any medication but was told by a doctor that he was "slightly" dehydrated. The patient was reportedly sent home. Through troubleshooting, the animas representative involved in this contact determined that there was no evidence of a mechanical malfunction of the pump. However, the representative noted that there was an air bubble in the cartridge. The representative also attributed the elevated bg levels to a possible site issue since the patient had been using the same site area for the previous (B)(6). The patient was advised to consult with his physician regarding the use of alternate sites. The patient denied observing leaks, a bent cannula, or an issue with insertion. The patient also denied any lumps/bumps/redness/scar tissue at the site. The tdd and basal delivery added up correctly. The bolus history was also confirmed to be correct. This complaint is being reported due to the following conclusion: the patient claimed that he developed an elevated bg level that meets animas' criteria for a serious injury. The patient's elevated bg levels can be attributed to use-error since an air bubble was found in the patient's cartridge which can lead to the under delivery of insulin. Also, the patient was using the same site area for the previous (B)(6).